Event description:
It was reported that the tubing of a flo-gard IV solution administration set separated from the chamber. This occurred during a patient infusion with chemotherapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. However, a visual inspection of three retained samples was conducted. There were no abnormalities identified that could have contributed to the reported condition. The evaluation of the retention samples was unable to confirm the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.